Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, alarmed? No disposable, clamp tubing." No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing was not able to duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed. The upstream sensor was recalibrated as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.